Event description:
The pt had two endeavor sprint rapid exchange (rx) drug-eluting stents implanted to the mid circumflex. The lesion was tortuous with 80% stenosis. Pre-dilatation was performed. Immediately after implant, thrombus was seen. The physician treated the thrombus with reopro and high pressure dilatation with a non-compliant balloon. The pt was discharged home one week later. No add'l clinical sequelae were reported. Reference MFR report number 9612164201100761.

Manufacturer narrative:
(B)(4). Eval results: (root cause cannot be determined). (Stent thrombosis). (Device not received for eval).